Manufacturer narrative:
(B)(4). Additional information: during the initial contact, the nurse had also reported that the home patient (hp) had experienced discomfort. Device evaluation: the homechoice (hc) device was received for evaluation at the product analysis lab (pal). A manual drain off-cycler would not be able to be confirmed in the logs nor duplicate during the pal evaluation. A cause of the increased intra-peritoneal volume (iipv) was undetermined. The reported issue of patient symptom was unable to be confirmed and duplicated. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. A cause was undetermined. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device is currently being evaluated. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) stated the home patient (hp) called and requested to do a manual drain on the hc. The rn stated the hp was not able to drain, so the hp did a manual drain off the cycler and drain out 3000ml. The hp was on tidal therapy. The tsr asked the rn for the therapy programming: total volume 12500ml, therapy time 12:30, fill volume 1800ml, tidal volume is 90% or 95%. The tsr asked the rn for the total ultrafiltration (tuf) and the rn stated she thought it was 0ml, but was not sure. The tsr arranged for a swap of the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of high drain volume. The pdn stated hp has received the new hc and has not had any further issues. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.